Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was confirmed. Error code was found during the investigation. Both hub and flat gears were misaligned. Replaced flat/hub gears and reassembled correctly. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device alarmed 41622-1003 while the pump was running. No patient injury was reported.